Manufacturer narrative:
Correction: please retract this report 2017865-2023-35831 as the helix of right ventricular (rv) lead failed to extend noted after inserting the lead into the body.

Event description:
It was reported that during the procedure, the helix of right ventricular (rv) lead was failed to be extend. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2023. No patient consequences reported throughout the procedure.